Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch ((B)(4)) that a facility reported that during a cannulated screw removal procedure the following occurred: while attempting to remove a cannulated screw from the patient's right heel with a cannulated screwdriver, ar-8737-38, the doctor broke a piece of the screwdriver head off in the screw that was still in the patient. The report listed date of surgery as (B)(6) 2019 with no specific date. The report received did not specify the reason for the cannulated screw removal procedure, date of an original implant surgery procedure, or whether the screw was actually explanted. Update 7/19/19: three attempts have been made to obtain additional information from the facility medwatch reporter with no response received to date.